Event description:
Pt scheduled for "vp" shunt. Incisions made and tunnelling accomplished. Upon testing the shunt prior to placing in pt, surgeon found that it leaked. He continued to test each of the 12 shunts- 4 were programmable and 8 were not. Arrangements were made to obtain another brand of shunt from a local hosp, but due to time it would take to obtain, it was decided to abort the case. Case was rescheduled for 07/19/2000.